Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was selected for use. During the procedure upon first inflation at 5 atmospheres for 2 times, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was selected for use. During the procedure upon first inflation at 5 atmospheres for 2 times, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.